Event description:
The reporter stated the surgeon implanted an aq2015a silicone three piece lens and a grid-like pattern was noted on the anterior lens surface using the slit lamp. It was not noticed at the time of insertion and doesn't seem to be affecting the pt's vision. The reporter stated the lens remains implanted.

Manufacturer narrative:
(B) (4) (grid-like pattern on lens surface). Lens work order search. A lens work order search was performed and one similar complaint was found within the work order. (No conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).